Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 2.9, doctors inratio: 3.4.

Manufacturer narrative:
Investigation pending.